Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cysts") and abdominal pain ("abdominal pain"). The patient was treated with surgery (pelvic surgery - vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, uterine leiomyoma, ovarian cyst and abdominal pain had resolved and the genital haemorrhage, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: first pregnancy was premature. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: full tubal occusion. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record received: event abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, fatigue, uterine fibroids, ovarian cysts, abdominal pain added. Reporters ,event outcome, medical history,patient demographic,concurrent condition, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("heavy and irregular bleeding") and breast cancer metastatic ("tumor / teratoma / cancer type: metastasis breast cancer") in a 41-year-old female patient who had essure (ess205) (batch no. 624101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and hodgkin's lymphoma. Concurrent conditions included overweight, breast cancer, bone cancer and morbid obesity. Concomitant products included ibuprofen, letrozole, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and vicodin (lortab) since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast cancer metastatic (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anaemia ("blood or heart disorder/condition type: anemia"), night sweats ("hormonal changes describe: night sweats"), headache ("headaches") and alopecia ("hair loss"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cysts"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (pelvic surgery - vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, uterine leiomyoma, ovarian cyst and abdominal pain had resolved and the genital haemorrhage, breast cancer metastatic, migraine, dyspareunia, abdominal pain lower, anaemia, night sweats, headache, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, breast cancer metastatic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: first pregnancy was premature. There is a discrepancy between device insertion and removal date (as reported (B)(6) 2008 and 2014, respectively). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: full tubal occusion; on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Lot number added. Lab data added. Following event ; blood or heart disorder/condition type: anemia, hormonal changes describe: night sweats, headaches, tumor / teratoma / cancer type: metastasis breast cancer, hair loss were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("heavy and irregular bleeding") and breast cancer metastatic ("tumor / teratoma / cancer type: metastasis breast cancer") in a 41-year-old female patient who had essure (ess205) (batch no: 624101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and hodgkin's lymphoma. Concurrent conditions included overweight, breast cancer, bone cancer and obesity. Concomitant products included ibuprofen, letrozole, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and vicodin (lortab) since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In august 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast cancer metastatic (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), anaemia ("blood or heart disorder/condition type: anemia"), night sweats ("hormonal changes describe: night sweats"), headache ("headaches") and alopecia ("hair loss"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cysts"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (pelvic surgery - vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, uterine leiomyoma, ovarian cyst and abdominal pain had resolved and the genital haemorrhage, breast cancer metastatic, migraine, dyspareunia, abdominal pain lower, anaemia, night sweats, headache, alopecia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, breast cancer metastatic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: first pregnancy was premature. There is a discrepancy between device insertion and removal date (as reported aug-2008 and 2014, respectively). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: full tubal occusion; on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2015, pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, weight increased, migraine and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.